Manufacturer narrative:
(B)(4). The service engineer (se) evaluated the ventilator, and verified the customer reported malfunction. The se replaced the graphical user interface (gui) central processing unit (cpu) printed circuit board (pcb), and upgraded the software to the latest revision. Additionally, the se replaced the internal universal serial bus (usb). The replaced parts are not going to be returned for investigation. The unit passed all testing and calibrations, and was operating within the manufacturing specifications.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that a ventilator was powered on and after the power-on-self-test (post), it automatically powered off. There was no patient involvement.